Manufacturer narrative:
The field service representative (fsr) found a strong burning smell coming from the power supply lambda (power supply, spec, lambda, custom, cdruby). The power supply lambda was replaced which resolved the issue. Photos were provided to the manufacturer, therefore, return of the part was not needed. Review of tickets did not find any additional tickets related to the current issue. Trending review did not identify any trends. A review of product historical data did not find a product issue related to the complaint incident. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified for the cell-dyn ruby, sn (B)(4).

Event description:
The customer observed visible smoke from the cell-dyn ruby analyzer but cannot determine where or which parts it¿s coming from. No impact to patient management was reported. No injury to the user was reported.